Event description:
Two and 1/2 years ago I had surgery to repair a femoral and an inguinal hernia. The surgeon told me he used a mesh patch and a mesh plug to fix the hernias. I am female. I have been in pain ever since and my pain is worsening. I went back to the surgeon after 1 year and he said he could not go back in and remove the mesh or the hernias would return.